Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01529. This report is being submitted as additional information. Approximate age of device: 2 days. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported event could not be conclusively determined. Stroke, thrombus, thromboembolism, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient with a bleeding around the cannula site experienced a major embolic stroke. The lvad clinicians were not sure of the source and suspected left ventricle thrombus was unrecognized. No further information was provided.